Manufacturer narrative:
The customer indicated that the device has not been repaired yet, as they are currently waiting for parts from a 3rd party vendor. The device will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined at this time.

Event description:
It was reported that the device would not power on. There were no reports of pt use associated with this event.